Event description:
The complainant reports a balloon burst. Per the reporter, the tube was inserted in the patient with 15ml of water inserted in the balloon. The reporter stated that the tube came out the next day with a balloon burst.

Manufacturer narrative:
The device reported is an abbott product that is marketed internationally which is the same or similar to a device that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.